Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep preformed an onsite investigation . The fse identified that a repair was required and ordered replacement components, however no conclusion can be drawn as further system analysis or repair info is unavailable at this time and no additional service info was provided.